Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: the product was not returned for investigation. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) in the eye, the injector plunger was deflected in its final part, puncturing the cartridge. The iol was not damaged, since the only thing left out of the eye was one of the haptics. However, the piece of cartridge that came off when the cartridge was pierced did enter the eye. The surgeon was able to remove the piece of cartridge before the surgery ended. The intraocular lens remains implanted. There were no post-op complications and no secondary surgical/medical interventions. There was a surgery delay of 15 minutes. No additional information was provided to abbott medical optics.